Event description:
Attempts for additional information to the treating neurologist have been unsuccessful to date. Additionally it was indicated by the cremation facility that the generator was sent to a precious metals company and would not be returned. Follow up performed with the initial reporter indicated that the vns device did not contribute to the death as it had been turned off days prior to the death. It was indicated that the patient was very ill and that there were multiple medication changes prior to the death. However, she indicated that she was not at the hospital at the time of death, so she did not know the final cause.

Manufacturer narrative:
Analysis of programming history.

Event description:
It was reported on (B)(6) 2012 that a patient recently passed away following an extended status epilepticus and other complications. While the patient was in the hospital it was indicated that she was experiencing bradycardia consistent with her vns stimulation on times. The device was disabled and the bradycardia subsided. Attempts for additional information are in progress.

Event description:
Additional attempts to the initial reporting physician regarding the bradycardia were unsuccessful as it was indicated that no further information would be provided. Additional attempts were performed to the medical records department of the hospital and a discharge summary was received. The summary reported that the patient was admitted to the hospital on (B)(6) 2012 due to tonic-clonic seizure; refractory to outpatient medications and vagal stimulator, recurrent ventricular tachycardia and/or supraventricular tachycardia, and leukocytosis. It was indicated in the note that the patient had epilepsy which was difficult to control and which resulted in frequent emergency room visits, worsening over the months prior. The patient was admitted due to severe epilepsy and developing status epilepticus. Upon admittance, she was intubated, mechanically ventilated and started on high doses of antiepileptics among other medication. During hospitalization, the patient also developed leukocytosis and fever and had blood cultures positive for staphylococcus epidermidis. She developed sepsis syndrome but responded to medication. This also resulted in the removal of her left subclavian line and the placement of a central line. The discharge summary noted that the patient developed several arrhythmias during hospitalization, some associated with seizures, but she had ventricular tachycardia and/or supraventricular tachycardia not related to her seizures. The patient was successfully treated with cardioversion for the ventricular tachycardia and the supraventricular tachycardia was managed with antiarrhythmics and changes in her vasopressors. There was no mention in the discharge summary of arrhythmia's related to vns stimulation. After three weeks of ICU care, the patient's seizures persisted and the family requested withdrawal of care. The patient passed away shortly thereafter on (B)(6) 2012 at 1:45pm. The discharge diagnosis was status epilepticus, refractory to multiple medications in high doses, ventricular tachycardia and supraventricular tachycardia with aberrancy, and staphylococcus epidermidis sepsis. Follow-up was attempted with the hospital physician listed as the primary contact on the hospital discharge summary; however, it was indicated by his office that no further information regarding the patient's death would be provided. Attempts for additional information from the patient's treating vns neurologist have remained unsuccessful to date. The manufacturer was notified that the physician is semi-retired and rarely in the office. Additionally, the treating vns physician's nurses reportedly do not have any background on this patient. A review of in house programming history revealed that the date of disablement was (B)(6) 2012. Last available diagnostics from three months prior were within normal limits. Additionally, the battery status on the date of disablement was ok.

Manufacturer narrative:
(B)(4).